Event description:
Unstable right ventricular (rv) lead impedances on recalled lead resulting in need for rv lead replacement. Generator changed at this time as well. Proximal end of abandoned lead clipped and sent to biomed as well.